Manufacturer narrative:
The philips authorized repair facility testing of the device speaker indicate that there was no speaker sound at start up test, and speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the mx40 1.4 ghz smart hopping device had no speaker sound at the start-up test, and the speaker had no audio sound. The device was not in use on a patient at the time of the event. There was no reported adverse event.